Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 675 mg/dl. Customer experienced vomiting, chest pain and treated their high blood glucose via insulin pump. Customer's mother advised patient had a bent cannula, experienced diabetic ketoacidosis and went to the hospital. Customer was wearing the insulin pump at the time of hospitalization and they were placed on insulin drip. Customer's mother advised they discarded the bent cannula. Customer's mother was advised to save the cannula in the future in order to send it back for analysis.